Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.

Manufacturer narrative:
The immucor laboratory tested retention product on 24mar2015, which performed as expected.